Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor would not power on. The cause of the inability to power on was a ram failure (u100 and u101) on ca board sn (B)(4). The ram components had an intermittent bga connection. The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.